Manufacturer narrative:
No conclusions can be made at this time. Fracture was consistent with a fatigue failure. No anomalies were found. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Patient was five weeks post op (l4-s1 spinal fusion) and heard a pop. She went back to her surgeon and x-ray confirmed a broken screw at s1. A revision was performed to replace the screw. As surgical intervention occurred an MDR is being filed to document this event.